Manufacturer narrative:
The manufacturer previously reported a bipap device's sound abatement foam allegedly became degraded and caused a patient death. The reporter of the event reported the patient had kidney failure, lung bleeding and was hospitalized. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient death. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.